Event description:
During ureteroscopy the physician noted the ureter had all abnormal configuration and pressure was not held. Uromax ultra dilation catheter balloon ruptured during dilatation of right ureter. On inspection by physician a small pinpoint laceration in the distal ureter was seen. Laceration should heal without difficulty with stent.